Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: 'premature stent deployment with the safety lock in place' the stent opened up in the operating channel of the endoscope without activation from the used. Device was discarded. Patient not injured. "As per complaint form": when the doctor push the stent in the channel of the scope, the stent opened up in the operating channel of the endoscope without activation from the user.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Problem statement: "the stent opened up in the operating channel of the endoscope without activation from the used. Device was discarded. Patient not injured. "As per complaint form": when the doctor push the stent in the channel of the scope, the stent opened up in the operating channel of the endoscope without activation from the user." Device evaluation: the stent from the zilbs-635-10-6 device involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the complaint device was advanced over a metro wire guide, of unknown diameter. The procedure was completed with another stent. A d.a.s.h. Sphincterotomy was conducted, but a predilation was not conducted prior to this occurrence. The device was advanced through a pentax endoscope. The target location was in the duodenum. Resistance was not encountered when advancing the complaint device or wire guide to the target lesion. No portion of the device detached inside the patient. The customer stated that the device was to be placed inside a tumour. The device related to this occurrence underwent a laboratory evaluation on the 3rd may 2018. On evaluation of the returned device, it was found that only the device stent was returned. There was evidence of stent strut fracture and strut overlap. There was no portion of the stent missing. The evaluating engineers suggested the stent fractured as it was removed from the endoscope channel. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Possible causes for this occurrence could include insufficient strength of the flexor. It is possible that the flexor compressed during advancement, which could have caused or contributed to the stent prematurely deploying in the endoscope channel. The stent could then have fractured as the delivery system was withdrawn from the endoscope. However, as the delivery system handle was not returned and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. It may be noted that a project has been initiated to prevent the reoccurrence of premature deployment with the safety tab in place. Document review: a review of incoming qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution all zilver 635 biliary devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records (c1298035) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed with another device. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to update the investigation details. Initial MDR submitted based on the device malfunction precedence: 'premature stent deployment with the safety lock in place' and "stent fracture." The stent opened up in the operating channel of the endoscope without activation from the used. Device was discarded. Patient not injured. "As per complaint form": when the doctor push the stent in the channel of the scope, the stent opened up in the operating channel of the endoscope without activation from the user.